Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Bd received a copy of plaintiff's complaint and demand for jury trial from the defendants' attorney on 08 october 2025. It was reported that the patient presented to the hospital on (B)(6) 2022 to undergo a surgical procedure. The patient was reportedly allergic to penicillin, so vancomycin was ordered as an alternative prophylactic antibiotic. The 1500mg IV vancomycin was ordered at 0823, with a start time of 0900, to be given over ninety (90) minutes with instructions to administer within two hours before incision. It was alleged that the vancomycin was not started at 0900, "at which point it was given rapidly in an effort to make up for the delay in starting time" according to the plaintiff's complaint. Per report, an anesthesia note authored at 1019 noted: "upon start of vancomycin infusion, patient complained of sudden onset of pruritis, diaphoresis, and dyspnea. Patient quickly became unresponsive; hypoxic and code blue was called for support. Chest compressions were immediately started, and the patient was intubated." The patient was reportedly "bradycardic with no palpable pulse." The patient was coded for "approximately forty (40) minutes) for vf (ventricular fibrillation)/asystole." The patient was reportedly transported while receiving chest compressions to the cath lab for possible intervention, however, the patient arrived in cath lab in asystole. Another round of acls (advanced cardiac life support) was performed, and the patient was still in asystole with no cardiac activity on arterial line or continuous EKG. It was reported that "a decision was made with all members of the code team to call the time of death at approximately 1129." It was alleged that the patient died due to "red man syndrome and/or anaphylaxis reaction because of the IV vancomycin was not given in a timely manner before surgery so it could infuse over a 1.5-hour period at least two hours before incision." The plaintiff's complaint states that "the vancomycin was given as a bolus at approximately 1012, in an effort to try and "catch up" since vancomycin IV infusion was not started at 0900 like was ordered." Note that there was no allegation of infusion pump malfunction nor any indication that the pump malfunctioned during use. The device involved was not sequestered after the event, the serial number was not known, no logs were retained, and therefore unable to be returned to bd for further investigation. Bd received additional information on 03 november 2025. It was reported that vancomycin was programmed through guardrails drug library and the rate was set at 167ml/hr. It is not known whether any guardrails warnings were overridden by the user. No further information has been provided to date.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: date of birth. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: no devices were received for investigation. The root cause for the reported issue that device had programming error per customer report.

Event description:
Bd received a copy of plaintiff's complaint and demand for jury trial from the defendants' attorney on 08 october 2025. It was reported that the patient presented to the hospital on (B)(6) 2022 to undergo a surgical procedure. The patient was reportedly allergic to penicillin, so vancomycin was ordered as an alternative prophylactic antibiotic. The 1500mg IV vancomycin was ordered at 0823, with a start time of 0900, to be given over ninety (90) minutes with instructions to administer within two hours before incision. It was alleged that the vancomycin was not started at 0900, "at which point it was given rapidly in an effort to make up for the delay in starting time" according to the plaintiff's complaint. Per report, an anesthesia note authored at 1019 noted: "upon start of vancomycin infusion, patient complained of sudden onset of pruritis, diaphoresis, and dyspnea. Patient quickly became unresponsive; hypoxic and code blue was called for support. Chest compressions were immediately started, and the patient was intubated." The patient was reportedly "bradycardic with no palpable pulse." The patient was coded for "approximately forty (40) minutes) for vf (ventricular fibrillation)/asystole." The patient was reportedly transported while receiving chest compressions to the cath lab for possible intervention, however, the patient arrived in cath lab in asystole. Another round of acls (advanced cardiac life support) was performed, and the patient was still in asystole with no cardiac activity on arterial line or continuous EKG. It was reported that "a decision was made with all members of the code team to call the time of death at approximately 1129." It was alleged that the patient died due to "red man syndrome and/or anaphylaxis reaction because of the IV vancomycin was not given in a timely manner before surgery so it could infuse over a 1.5-hour period at least two hours before incision." The plaintiff's complaint states that "the vancomycin was given as a bolus at approximately 1012, in an effort to try and "catch up" since vancomfycin IV infusion was not started at 0900 like was ordered." Note that there was no allegation of infusion pump malfunction nor any indication that the pump malfunctioned during use. The device involved was not sequestered after the event, the serial number was not known, no logs were retained, and therefore unable to be returned to bd for further investigation. Bd received additional information on 03 november 2025. It was reported that vancomycin was programmed through guardrails drug library and the rate was set at 167ml/hr. It is not known whether any guardrails warnings were overridden by the user. No further information has been provided to date.